Event description:
Complaint received that the siderail would not latch. No injury alleged.

Manufacturer narrative:
Technician found that the siderail would not latch due to missing bolt. Installed new shoulder bolt latch to resolve this issue. Bed found in bed hosp.